Event description:
Customer reported that pump battery depleted too quickly, but this did not lead to a pump shutdown. There was no adverse impact to customer's blood glucose level. Customer was instructed by technical support to fully charge the battery, and the pump was replaced. Customer reverted to manual daily injections (mdi) for continued insulin therapy.